Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump got stuck in suspend after accidently hitting activate during a reservoir change. Her blood glucose was unknown at the time of reporting. After troubleshooting, she was able to get her insulin pump working again. No equipment was returned. No additional information was reported.